Event description:
Skyn condoms added fragrance to their condoms and did not alert the public. It doesn't even say on the package that they change the formula. I have had reoccurring yeast infections and bacterial vaginosis due to this. This should be illegal and the product should be taken off shelves.